Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported by the patient that the reservoir of his inflatable penile prosthesis (ipp) device migrated to his groin. The patient is scheduled to consult with their physician; no further details have been provided to date.